Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17440883l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4). The patient received anticoagulant during the procedure with activated clotting times maintained in an unknown range. The thermocool sf smarttouch bi-directional catheter was used because the physician needed another curve. The thermocool sf smarttouch uni-directional catheter was not in close proximity to another catheter during the procedure. Catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. There was no information regarding extended hospitalization. The patient outcome is that he fully recovered. There were no factors cited that may have contributed to the adverse event. The physician did not provide a causality opinion. It was noted that the physician indicated that he felt he was applying more pressure than the catheter visually reflected, indicating a possible issue with the force sensor with the thermocool sf smarttouch uni-directional . Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure and the extended hospitalization information was not known, it is to be considered serious and MDR reportable. Both of these catheters were used in the patient. Therefore, we are taking the conservative approach and reporting this event under both of these catheters.

Event description:
It was reported that a male patient underwent an ablation procedure for an idiopathic ventricular tachycardia (idvt) with a thermocool sf smarttouch uni-directional catheter and a thermocool sf smarttouch bi-directional catheter and suffered a pericardial effusion requiring no medical or surgical intervention. Prior to the procedure, a small pericardial effusion was noted. During ablation phase, the patient complained of pain. An echocardiography confirmed that the size of the effusion had increased. No intervention was required. Remainder of procedure was aborted. The patient was transferred to the intensive care unit. The patient was reported to be in stable condition immediately after the event. No transseptal puncture was performed. There was no information regarding the sheath. The generator settings at the time of injury included power control mode at 30 watts (not titrated). There was no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8ml/min. There were no error messages observed on the biosense webster inc. Equipment during the procedure.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a male patient underwent an ablation procedure for an idiopathic ventricular tachycardia (idvt) with a thermocool sf smarttouch uni-directional catheter and a thermocool sf smarttouch bi-directional catheter and suffered a pericardial effusion requiring no medical or surgical intervention. Prior to the procedure, a small pericardial effusion was noted. During the ablation phase, the patient complained of pain. An echocardiography confirmed that the size of the effusion had increased. No intervention was required. Remainder of procedure was aborted. The patient was transferred to the intensive care unit. The patient was reported to be in stable condition immediately after the event. There was no information regarding extended hospitalization. The patient outcome is that he fully recovered. The thermocool sf smarttouch bi-directional catheter was used because the physician needed another curve. It was noted that the physician indicated that he felt he was applying more pressure than the catheter visually reflected, indicating a possible issue with the force sensor with the thermocool sf smarttouch uni-directional. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on carto3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/15/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).